Event description:
It was reported that when the epg (external pulse generator) was powered on, it immediately turned back off. There was no patient involvement.

Event description:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the main printed circuit (pc) board was out of specification. It was also noted that the lower case was broken, the ring cover was contaminated, two side bail covers were broken, the battery contacts were compressed, the ring was bent, the battery drawer was broken and the battery release was contaminated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.